Event description:
It was noted that the main battery was swollen during the product analysis on the handheld computer. The exact reason for this condition cannot be determined. The exact cause of this battery swelling is unknown, but may be due to user mishandling or an inherent condition of the battery type (i.e. Lithium ion rechargeable battery). No adverse effect in device performance was identified as a result of these conditions. No anomalies in the device performance were identified. The device performs according to specifications.

Manufacturer narrative:
Device failure occurred, but did not affect device performance or cause/contribute to a death or serious injury.